Event description:
Pt had surgery at right testicle and they received a plastic testis from silimed. Problem is that this implant is very hard, as a rock and is not made with silicon gel as it is supposed to be. Http://www.silimed.com/product carving_block.html. Pt is not satisfied with the implant that is hard as a rock. Pt wants to have a regular silicon testis with silicon gel, so the texture will be the same as the original. Besides this testis has been tightened under the skin surfaces with 3 "stingiest", which cause pain.